Event description:
It was reported the filter stuck in the sheath and would not deploy. The filter became stuck in the storage tube transition. The delivery system was removed and another filter was deployed successfully. Reportedly, it looked like the filter legs were tangled. The patient was morbidly obese with very tortuous anatomy. There was no patient injury reported.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. Upon inspection of the returned sample, the filter was lodged in the distal end of the storage tube. The storage tube was examined under magnification and there was evidence of twisting and scratch marks. When the twisting occurred, a hook of the filter popped out of the tight spline groove and wedged itself between the od of the tight spline and the ID of the storage tube. When the hook became wedged, it left an impression on the od of the tight spline. With some resistance, was able to deploy the filter. The touhy nut was loose. The pusher wire appeared intact other than the indentation mentioned earlier on the od of the tight spline. The storage tube and y-body were intact. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy, root cause unknown. Based on the information reported regarding this event, patient and procedural factors could have contributed to the difficulties reported in this event. These factors were as follows: the patient's size and the very tortuous anatomy. These factors were likely to affect the visualization during the vena cava filter deployment. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.